Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 03/31/2017. Customer's test strips are being stored in the kitchen and opened vial date 11/24/2015. Reviewed meter memory (B)(6). Memory concerns: with 216mg/dl, 201mg/dl, 217mg/dl.